Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Recall # 2531779-03/24/2012-003-r.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013] - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the pump was unable to detect the cartridge during the load cartridge step. The pump was opened and a component on the force sensor assembly was found to be misaligned.

Event description:
On (B)(6) 2012, the distributor contacted animas, alleging a prime (load step malfunction) issue. The pump allegedly did not detect the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.